Manufacturer narrative:
The "serial #" and "device manufacture date" have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
It is alleges by a reporter that this individual was using electric wheelchair and was found that he was on fire on or near powerchair.

Manufacturer narrative:
An inspection of the device was held. The visual inspection did not show any evidence that indicated that the chair was the cause of the event.

Event description:
It is alleges by a reporter that this individual was using electric wheelchair and was found that he was on fire on or near powerchair.

Manufacturer narrative:
The "serial number" and "date of manufacture" were updated.

Event description:
It is alleges by a reporter that this individual was using electric wheelchair and was found that he was on fire on or near powerchair.